Manufacturer narrative:
Continuation of d10: product ID unk-nv-rebar (lot: unknown); implant date n/a; explant date n/a. Product ID unk-nv-rebar (lot: unknown); implant date n/a; explant date n/a. Product ID unk-nv-rebar (unknown); implant date n/a; explant date n/a. G2: citation: authors: reinaldo e. Claudio, ms, hannah zuercher, bs, james vogler IV, md, and bruce zwiebel, md,. Transgluteal approach to hypogastric artery aneurysm type ii endoleak. Journal of vascular surgery cases, innovations and techniqu 9:4 2023. Doi:10.1 016/j.jvscit.2022.09.009 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found a report of rebar catheter difficult navigation and procedure termination, and incomplete embolization of endoleak channel using onyx. The purpose of this article was to demonstrate the challenges and successful techniques for addressing this uncommon entity, as well as to provide insights into the treatment of type ii endoleaks involving collateral pathways between arteries. The authors reviewed 1 case of a patients treated for internal iliac artery aneurysm secondary to an endoleak using onyx embolization with use of the rebar catheter. The patient was a 75 year old male. The patient underwent two procedures: the first procedure involved a rebar catheter which was terminated due to glue penetrating into the endoleak channel; however, the perfusion continued. The procedure was terminated, and direct sac puncture was planned the next day. The second procedure involved onyx and a rebar catheter. The onyx did not completely cast the endoleak channel as intended so trufill n-bca glue was used in the same procedure to complete the embolization. The article stated difficult navigation occurred with the rebar catheter during the first procedure. The article did not state any technical complications with the use of the onyx or rebar catheter in the second procedure. The following intra- or post-procedural outcomes were noted: the first procedure was aborted due to a small amount of n-bca glue going in the aneurysm sac and penetrating the endoleak channel. The follow-up cta at 1 month showed a stable aneurysm sac size and no residual endoleak.